Manufacturer narrative:
A supplemental report will be submitted, upon completion of our investigation.

Event description:
It was reported, that during use on a patient. The cardiosave intra-aortic balloon pump (iabp) unit is in pressure trigger and the ECG is "spiking" with lots of artifact. She had placed the pump in pressure trigger earlier, because "we have a fiberoptic balloon". She says, that they don't use the ECG, because the catheter is fiberoptic. She decided to place the ECG leads on several minutes earlier. And the pump has not switched to ECG. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "ECG trigger/signal-difficult to obtain/malfunction". Actually the megan had been called from the ICU department about a patient on a cardiosave. She had said that the pump is in pressure trigger and that the ECG is "spiking" with lots of artifact. Than she had placed the pump in pressure trigger earlier because we have a "fiberoptic balloon". Fse had then asked her what she meant by this and she said that they don't use the ECG because the catheter is fiber optic. She had decided to place the ECG leads on several times earlier and the pump has not switched to ECG. Fse had explained that the pump will always need the ECG leads to be placed and that type of catheter is fo or conventional would not changed this. Fse had also further advised her to try a bit of doppler gel to new ECG patches and this had cleared up the artifact a lot. There was still some artifact present and she was concerned about it. Fse had also further assisted her to switch the pump to ECG trigger in semi auto then back to auto. The pump remained in the ECG trigger. Fse had also further explained that the pump was remaining in the ECG trigger and that the artifact was not bad enough to switch to pressure. Fse had also explained that pressure trigger is safe and that is not uncommon for the pump to switch back and forth at times. She had no other questions at this time and thanked for the help. Fse stated that was operator error and no repair required.

Event description:
N/a.